Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific crm received information that after the physician burst paced the patient out of atrial flutter, he saw pacing up to 130 ppm. The device was programmed dddr 130 ppm with only the accelerometer sensor on. The physician turned off the rate response and programmed the device the maximum tracking rate to 90 ppm. No adverse patient effects were reported.

Manufacturer narrative:
The device was electively explanted one month later. At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.